Manufacturer narrative:
(B)(4).

Event description:
The complaint states that signal loss over one hour was reported. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. D4 serial no, lot no, expiration date ¿ correction /additional. G3: date received by manufacturer ¿ additional. H2: additional information /correction. H4 device mfg date ¿ additional.

Event description:
Subsequent to the initial MDR, a correction is required.